Event description:
A right internal jugular (ij) central line was placed for emergent vascular access; however, while the nurse practitioner (np) was removing the guide wire from the pt, she noted that the wire was unusually malformed and had an appearance of a "shredded violin wire." FDA safety report ID#: (B)(4).